Event description:
(B)(4): information was received from a healthcare provider via a manufacturer representative on 2017-jun-09 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that on an unknown date after the pump was implanted, the patient experienced an infection and redness at the pocket site. The patient went to his primary care physician and received antibiotics, but did not inform the implanting surgeon until the infection had progressed. Surgical intervention was scheduled for (B)(6) 2017. No additional actions/interventions were taken, and no troubleshooting or diagnostics were performed related to this event. The situation was considered unresolved at the time of report, and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.